Event description:
Patient had permanent pacemaker implanted. While in recovery room, it was noted there was intermittent capture. Evaluation indicated probable loose set screw with the atrial lead. Pt. Taken back to surgery, incision opened. Both leads were re-connected to the pulse generator and both screws firmly tightened.